Manufacturer narrative:
The insulin pump was received with a blank display due to the battery connector not being plugged in properly. The device functioned after the battery connector was plugged in correctly. The following physical damage was also noted: stripped battery cap coin slot, minor scratches on the display window, and a cracked reservoir tube lip.

Event description:
The customer's father reported via phone call that his son's insulin pump had a blank display anomaly. The device already received a new battery cap but the blank display anomaly persisted. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.